Event description:
A cook coil was inserted through the catheter and advanced forward utilizing a .035" cook rosen guidewire. The coil penetrated the catheter wall within the secondary curve and migrated into the right artery products.